Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon leaving remnants inside body - vagina [foreign body in reproductive tract] tampons break off when trying to pull them out, leaving remnants inside body [complication of device removal]. Tampons break off, coming apart [device breakage]. Consumer contacted via e-mail and stated that she'd had multiple tampons break off when trying to pull them out after use; the tampons were coming apart and leaving remnants inside of her body. No serious injury was reported.

Manufacturer narrative:
This report was submitted as a manufacturer report, it should have been submitted as an initial importer report. The initial importer is the procter & gamble co./the gillette co., 2 procter and gamble plz, cincinnati, oh 45202. Registration number: 1216894. (B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon leaving remnants inside body vagina [foreign body in reproductive tract]. Tampons break off when trying to pull them out, leaving remnants inside body [complication of device removal]. Tampons break off, coming apart [device breakage]. Case description: consumer contacted via e-mail and stated that she'd had multiple tampons break off when trying to pull them out after use; the tampons were coming apart and leaving remnants inside of her body. No serious injury was reported.

Manufacturer narrative:
This report was submitted as a manufacturer report, it should have been submitted as an initial importer report. The initial importer is the procter & gamble co./the gillette co., 2 procter and gamble plz., cincinnati, oh 45202. Registration number: (B)(4). There is insufficient information to perform a product investigation..

Event description:
Tampon leaving remnants inside body - vagina [foreign body in reproductive tract] tampons break off when trying to pull them out, leaving remnants inside body [complication of device removal]. Tampons break off, coming apart [device breakage]. Case description: consumer contacted via e-mail and stated that she'd had multiple tampons break off when trying to pull them out after use; the tampons were coming apart and leaving remnants inside of her body. No serious injury was reported.